Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula found to be cut. No other damages or defects were found with the device. Download data showed no abnormalities or signs of struggle. Cause and timing of observed damage to the exposed portion of the soft cannula could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide- model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl after wearing the pod between 36 and 48 hours on the arm. For treatment; a new pod was applied.